Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the support cap pushed out. The customer was priming when the pump pushed out the other end. The customer reported the drive support cap is protruded. The customer did not hold bottom down. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.